Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. Pt involvement is unk. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien loaded the software only and conducted the final testing.